Event description:
A few weeks after treatment with zyderm I in the periocular area and the oral commisures the patient presented with hardening, edema and erythema at the treatment sites. The physician prescribed oral antihistamines and corticosteroids. The symptoms have not resolved.